Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level due to the cartridge running out of insulin as expected. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report, the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.